Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump was unable to perform the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was unable to verify failed battery alarm or battery out limit due to blank display. However, motor was tested outside the insulin pump and passed. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported receiving battery out limit and failed battery test alarms. Customer's blood glucose was not provided. The customer also received a motor error alarm during basal rate insulin delivery, but was able to rewind the insulin pump. It was advised that the customer discontinue use of the device and revert to a back-up plan. The customer did not wish to troubleshoot for the battery alarms. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.